Event description:
User facility reported a venous line disconnection from a pt during a therapy. 01/05 - user facility stated it was an arterial line disconnection from a catheter pt not a venous line disconnect. Customer stated the machine did not alarm. The line was connected to a catheter on the chest. There was an approx. Blood loss of 700cc. Pt recovered in ICU for 24 to 48 hrs, the pt has recovered and is back on dialysis. Add'l info from the user facility's technician who indicated the dialog machine did alarm with a safety air detect alarm.